Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the issue. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the device then passed all testing. The replaced part was not returned for investigation.

Event description:
It was reported that during patient use, a ventilator experienced a malfunction with the display. There was no report of patient harm as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review .